Event description:
It was reported that during a ureteroscopy with laser lithotripsy procedure, the laser fiber snapped and was no longer able to be used. The procedure was completed with another of the same device with no patient complications.